Event description:
It was reported that a user on ilet for three weeks experienced recurrent low and high glucose, including a low around 70 mg/dl treated with multiple high-carbohydrate foods and soda, delayed glucose rise, morning hyperglycemia with soda intake without meal announcements, and use of meal announcements as corrections, alongside intermittent sensor issues; the event was attributed to user procedure with the user interface component implicated. Symptoms included hypoglycemia with a nadir of 58 mg/dl accompanied by dizziness, headache, and sweating as well as hyperglycemia peaking at 330 mg/dl. Outcomes included minor injury of hypoglycemia resolved with oral glucose. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect method and failure to follow instructions, and the user interface was the involved component. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.